Event description:
It was reported that the normothermic since 6am in an arctic sun device. About an hour ago trend started showing multiple arrows downward. Patient temperature (pt) was jumped to 31.2c, water temperature (wt) was 40c, then patient temperature (pt) went to 38.3c using esophageal probe for patient temperature input. Advised to check temperature cable connection to the probe and patient temperature1 port. Nurse noted probe was displaced. Advised they would need to reposition or replace probe to continue therapy. And now 37.2c only one minute later. Per follow up information received via email on 19jun2023, spoke with nurse who confirmed esophageal probe was replaced due to patient gagging. Rectal probe was used instead and temperature stabilized. Patient completed therapy.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a non bd product. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the normothermic since 6am in an arctic sun device. About an hour ago trend started showing multiple arrows downward. Patient temperature (pt) was jumped to 31.2c, water temperature (wt) was 40c, then patient temperature (pt) went to 38.3c using esophageal probe for patient temperature input. Advised to check temperature cable connection to the probe and patient temperature1 port. Nurse noted probe was displaced. Advised they would need to reposition or replace probe to continue therapy. And now 37.2c only one minute later.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.